Event description:
Patient received burns on both anterior chest and posterior back. The customer reported the burns were located in the shape of the electrodes. The patient was given ointment and drugs for pain. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.